Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: a review of the black box revealed multiple ¿cs064-0001¿ alarms. The returned battery cap and cartridge cap were used to complete the investigation. The piston was unable to do a full rewind. The piston was stuck at the over the empty cartridge level and another cartridge was unable to be inserted. The pump alarmed a ¿cs064¿ alarm upon the first load attempt and the remaining steps was unable to be completed. The pump¿s cover was removed; there was no intermittent conditions found to the motor flex/connector. The pump¿s cover was removed; there were no intermittent conditions found to the motor flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.